Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart. The blood glucose level was unknown. Customer stated that insulin pump received a multiple unexpected restart alarm. Customer stated that the insulin pump had a pump error alarm and self-test was assisted and the insulin pump was passed the self-test. The product will return for the analysis.

Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).